Event description:
The customer reported that the fetal spiral electrode used for monitoring during labor was retained by the mother following delivery of the baby by cesarian section. The electrode was subsequently passed with no intervention required.

Manufacturer narrative:
The customer reported that the fetal spiral electrode used for monitoring during labor was retained by the mother following delivery of the baby by cesarian section. The electrode was subsequently passed with no intervention required. There was no report that the mother required further treatment once the electrode was passed. A f/u report will be submitted after philips obtains more info about this event.